Event description:
Our affiliate is reporting to us that during an arthroscopic procedure the patient sustained some minor or superficial burns at one of the portal sights. A vapr generator and a vaprs90 electrode are being cited as the suspect contributors to the burn. It does not appear the any intervention or treatment was needed, it appears that the procedure was concluded successfully without further issue, the vapr electrode was discarded at the user facility, and, the vapr generator was sent to a service facility for evaluation and repair. Also see associated MDR 1221934-2012-00238.

Manufacturer narrative:
The complaint device was discarded at the user facility, is not being returned, which precludes conducting an evaluation; however, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.